Event description:
It was reported that during a ureteroscopic stone removal procedure that the b7141, access sheath, kinked between the distal and mid ureter. Doctor believes kink created sharp edges and when trying to advance scope past kink, ureter was perforated. A percutaneous tube was placed to remove stone. Stent was placed past perforation to allow for healing of ureter and drainage of kidney. No further injury reported.